Manufacturer narrative:
Corrected data: d9/h3 h3 other text : device not returned.

Event description:
The user facility reported that the housing broke at the weld. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.

Event description:
The user facility reported that the housing broke at the weld. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.